Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-07701. It was reported that the patient had a driveline communication fault alarm. The alarm was silenced but the alarm returned and continued every 4 hours. Upon visiting the clinic, a left ventricular assist device (lvad) interrogation was performed and it was found that the data cable would not communicate the lvad parameters. A modular cable and controller exchange was performed, resulting in a pump stop with an immediate restart with the new modular cable and controller. After the exchange, data was successfully transmitted to the heartmate touch from the new controller.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 14 days (13oct2023 - 24oct2023, 01nov2023, and 01jan2000 per timestamp). On 23oct2023 at 22:53:13, a driveline communication fault alarm activated due to a com b fault. The alarm resolved once the driveline was disconnected on 24oct2023 at 14:00:34, consistent with the reported controller and modular cable exchange. Pump operation was not affected by the alarm. The returned heartmate 3 vad modular cable (lot number: 8058334) was connected to a test system controller and a mock circulatory loop. The modular cable was manipulated, and the driveline communication fault was reproduced. The mod cable underwent continuity and insulation testing and did not pass. The cable¿s polyurethane and inner layers were stripped. The modular cable¿s wires were examined, and the orange (ground) wire and yellow (communication b) wire were found to be open lines. The damage is consistent with the wires shorting to each other causing driveline communication fault alarms. Per the provided information, the alarms resolved with the modular cable and controller exchange. A root cause for the reported event was determined to be the observed wire damage; however, a root cause for the how the damage occurred was unable to be determined. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate 3 instructions for use, rev. C, section 2 - ¿system operations¿ and heartmate 3 patient handbook, rev. D, section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.